Event description:
It has been reported that the patient was implanted with an unknown extremities product on unknown date. The patient was revised on unknown date due to unknown reasons. It was stated that zimmer received a call from the patient and request for an investigation. No more information was provided.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Zimmer will contact the customer to request more information. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).